Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant it was noted that the atrial lead was fractured.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.